Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 20 mm amplatzer amulet left atrial appendage occluder was implanted using an abbott delivery system. Prior to the procedure, the patient had been diagnosed been with a pericardial effusion, but the patient had been cleared for procedure. During the procedure, it was noted that the pericardial effusion was larger than expected but not causing any issues with the procedure. There was a standard transseptal puncture, and the device was deployed once during procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure, and no intraprocedural events were reported. Two to three hours after the procedure, the patient reported chest pain. A transthoracic echocardiogram (tte) was performed showing a pericardial effusion. The patient had a pericardiocentesis, and 700 ml of fluid was drained. This event caused a prolonged hospital stay. The patient status was reported as stable.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications there are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. No information was received to indicate that the patient¿s monitored activated clotting time was abnormal. There was no difficulty accessing the left atrial appendage or difficulty positioning the device reported, and the amulet was deployed once. Information from the field indicated that patient had a pericardial effusion prior to the procedure, which could have contributed to the reported event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.